Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 01jan2024 as patients were evaluated at the center between jan2015 and jan2024 german heart center of the charité, berlin, germany. Cholevas, n., hoermandinger, c., just, I., schotte, p., potapov, e., mulzer, j., knierim, j., blum, m., & schoenrath, f. (2025). Backwash maneuver in lvad inflow thrombosis: a single-center experience (2015-2024). The journal of heart and lung transplantation, 44(4), s532¿s533. Https://doi.org/10.1016/j.healun.2025.02.1144. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the article ¿backwash maneuver in lvad inflow thrombosis: a single-center experience (2015-2024)¿ that the heartmate 3 lvas may be associated with thrombus, stroke, embolism, and death. Pump thrombosis remains a serious complication in left ventricular assist device (lvad) patients, primarily with heartware hvad (currently around 1,800 patients globally), but also heartmate 3 systems. The backwash maneuver (bw) is a less invasive alternative therapy for pump thrombosis compared to pump exchange. The procedure involved temporarily stopping and restarting the pump under cerebral protection, allowing the thrombus to pass through the aortic valve. This was a retrospective analysis that evaluated all primary lvad patients at the center from 2015 to 2024 for inflow thrombosis. Success was defined by normalized lvad flow. Among 1,236 patients (681 hvad, 555 hm3), inflow thrombosis occurred in 63 cases (56 in hvad, 7 in hm3). Mean age 60.0 years; males 79.4% (50/63); 44 patients had ischemic cardiomyopathy (icm) and 19 dilated cardiomyopathy (dcm). A bw was performed in 47 cases (45 hvad, 2 hm 3). The overall success rate was 89.4% (93.3% in hvad, 0% in hm3). In 8 emergency cases no cerebral protection device was used. 21 cases of peripheral arterial embolism were treated with thrombectomy, and 2 cases of abdominal embolism with stenting. In 11 cases no embolus was detected. The stroke incidence was 10.3% (4/39) with, and 50.0% (4/8) without cerebral protection. Secondary thrombosis occurred intra-pump in 10,6% (5/47)- treated with thrombolysis, in outflow graft in 4.3% (2/47)- treated with stenting, and in inflow canula in 4.3% (2/47). The mortality rate was 8.5% (4/47) caused by stroke in 3 cases and inflow thrombosis in 1 case.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.